Manufacturer narrative:
This report is submitted on 5 june 2020.

Event description:
Per the clinic, the patient reportedly experienced an electrical shock from the battery charger that had exposed wires. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.